Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report multiple no delivery alarms. It was also stated that the customer's blood glucose levels were very high. It was stated that the customer was feeling sick, tired, and felt like she was going to vomit. The mother called the customer's doctor, and was told to take the customer to the emergency room. Troubleshooting was performed, and the insulin pump passed the prime test. The mother called back to report that the insulin pump continues to give no delivery alarms, even though the infusion set has been removed from the customer's body. Conducted a prime test, and insulin did not exit the tubing. The mother was in a hurry, and was unable to troubleshoot further as she was on her to the emergency room. Advised the mother that the customer should change the entire infusion set, then call back to complete the troubleshooting. Nothing further was reported.